Event description:
The customer reported a failure to display an ECG waveform. It was clarified that the customer was having issues of the paddles being recognized during startup of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The reported symptom was reproduced during evaluation. The fse reconfigured the device and the issue still occurred. The device showed no paddles attached. The leads ECG settings were reconfigured. The processor pca and therapy board were also replaced to resolve the issue. The device passed all testing and was returned to service. We cannot determine the cause of the malfunction as multiple parts were replaced.